Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, nerve damage, foot drop, a fractured femur, loss of range of motion, infection, elevated metal ion levels and metallosis. A subsequent revision procedure was alleged to have taken place on (B)(6) 2013 due to recurring infection. Patient's legal counsel further alleged that the patient expired on (B)(6) 2013 due to infection. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-03547 / 03551).